Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint: (B)(4), patient experienced loss or failure of implant to integrate.